Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, high rv lead impedance was observed. A possible loose set screw was suspected. Pocket manipulations and x-ray examinations were recommended. No further information available.